Event description:
Surgeon reported overcorrection on one left eye, following refractive surgery. Surgeon also reported system failed energy checks between patient cases, which occurred after completion of treatment. The right eye, of the same patient, has been reported under manufacturer report # 3003288808-2011-00054.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).